Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) sensor did not pair with the pump, leading the user to replace the sensor and later reenter the sensor and transmitter codes; the issue was attributed to incorrect pairing steps for the g6 rather than a device component malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.